Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 14.4 mmol/l and the sensor glucose was 3.2 mmol/l at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 3.2 mmol/l. Threshold/low suspend limit in sensor settings: 4.0 mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is not expected to be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.